Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the ins needed to be adjusted because over a year prior to the report they had stopped charging and using their system because it "used to get hot like a potato". It was reported that in (b(6) 2018, the patient was in a motor vehicle accident and had been falling all the time. Then, they started hurting at the ins site 98% of the time and felt the ins moving. In (B)(6) / (B)(6) 2018, they suddenly started experiencing shocking even when it wasn't on. The patient had reported that "it fires without it being on", and that it was still continuing to shock them every day intermittently. There had not been any troubleshooting performed by the patient prior to the call on (B)(6) 2018. It was reviewed that since the ins had not been charged in over a year that it is unexpected for the ins to be shocking them. They were redirected to see a doctor to have the system assessed and to determine if the ins was now in an overdischarged stated. It was noted the patient does not have a doctor so physician listings were sent. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that patient reported shocking sensation. Patient mentioned previously documented issues that she had an accident, issue prior to accident of implant bothering her and shocking since the accident. There were talks about adjusting it and she has her insurance forms and inquired the next step for getting the issues resolved. Patient was re-directed to hcp regarding the therapy issues. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient "feels like it is getting hot inside" where their implant is. The patient stated that it started a few months ago (sometime in 2017) and stated that it went away for a little bit, but it came back and is persisting. The patient stated that their old healthcare provider (hcp) had investigated the issues and it stopped, but it has started again. The patient stated that the just want the device taken out. No further complications were reported or anticipated. No device allegations were made.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that healthcare professional explanted the battery and leads. The patient stated that at times the battery felt warm inside and at times back when they were using the device. It was noted that the ins would be sent back for analysis. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the circumstances that led to the implant site getting hot was a car accident. The patient reported that the doctor wasn't able to determine the root cause of the pain at the implant site, the implant moving around and the heating and shocking. The issues weren't resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the implant started getting hot in 2015. It was unclear when the event first occurred as it was previously reported that the event started in 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturing representative (rep). It was reported that patient met with health care professional (hcp) for explant consult. Patient states system no longer helps her and has been dead for approximately 7 months. The issue has been resolved at this time. Surgical intervention did not occur, however surgical intervention planned. Patient is alive with no injury. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient believed their implant was causing a lot of trouble. The patient was considering having the device removed. It was noted that the patient was searching for a physician to assist in the removal of the implant. Additional information was received from a consumer regarding the patient on (B)(6) 2018. It was reported that the implant does not work. The patient indicated that the implant has been off for 1.5 years; however, it is ¿still firing¿ and ¿not asleep as it should be.¿ the patient indicated on (B)(6) 2018 that her machine is messing up and she is requesting to have it removed. The patient has an appointment with a health care provider scheduled. There were no further complications reported. ***additional information pertaining to regulatory report #3004209178-2018-18578 will now be captured in this event.***